Manufacturer narrative:
Concomitant product: 1688tc, st jude lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and pacing inhibition. The left ventricular (lv) lead was also observed with possible high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.